Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control removed the speaker harness assembly for further evaluation and determined that the cause of the reported issue was that the speaker tinsel wire was measuring open. The device would charge and shock during testing. The customer was provided with a replacement device.